Event description:
During the firing of a plcr60b reload via an i60 in a small bowel resection procedure staples were deployed, but the i60 could not be opened after firing. The i60 was cut out of the tissue, and the tissue was oversewn.

Manufacturer narrative:
When the returned i60 was tested it met the visual and functional specifications for the device. The root cause of the event observed during the procedure could not be determined.